Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The visual inspection of the returned device reported the beacon tip shows circumferential separation in 3 locations. Microscopic images show signs of material degradation. A CAPA request was initiated as part of the recall actions to further investigate the incident. Root cause investigation indicates that processing and environmental factors contribute to the identified failure mode. This product is in scope of the recall, therefore this complaint will be accepted as part of the CAPA. This product was recalled under recall #z-2610-2016. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Interventional radiologist was performing portal venous pressure monitoring and the tip of the catheter partially came apart from the actual catheter. The catheter tip was safely retrieved from the (B)(6) female patient by carefully pulling back over the wire and pulling back into the sheath. The tip of the catheter then fell off as soon as it was out. No part of the device remained inside the patient as the catheter tip separated after the catheter was removed from the patient. The patient did not require any additional procedures and no adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Interventional radiologist was performing portal venous pressure monitoring and the tip of the catheter partially came apart from the actual catheter. The catheter tip was safely retrieved from the 57 year old female patient by carefully pulling back over the wire and pulling back into the sheath. The tip of the catheter then fell off as soon as it was out. No part of the device remained inside the patient as the catheter tip separated after the catheter was removed from the patient. The patient did not require any additional procedures and no adverse effects to the patient were reported due to this occurrence.